Event description:
Shiley received a copy of the hospital's operative report which indicated that the pt was admitted to the hosp for replacement of his bjork-shiley convexo-concave aortic graft heart valve due to a peri-valvular leak. The operative report indicated that the pt also underwent a re-do of his bentall procedure and a double coronary artery bypass graft. According to the copy of the operative report, there was a large amount of bleeding at the end of surgery and the pt required multiple hours in the operating room. During that time, the pt required a pulmonary artery pericardial patch and an extensive amount of replacement blood products. The pt was returned to surgery later that same day for additional suture ligation and a mediastinal evacuation of a hematoma. The pt survived surgery.